Manufacturer narrative:
(B)(4). D10: cat: 12-115111, lot: 2965002, cer bioloxd mod hd 28mm +3 nk, cat: 00625006530, lot: 64378436, bone scr 6.5x30 self-tap, cat: 00625006535, lot: 64383906, bone scr 6.5x35 self-tap, cat: 00625006540, lot: 64172354, bone scr 6.5x40 self-tap, cat: 192011, lot: 441380, echo por fmrl nc 11x135mm. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately five years post-implantation, the patient will be revised due to unknown reasons. It is unknown if a revision has taken place. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.